Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that surgical intervention on (B)(6) 2024 wherein both leads were repositioned and therapy restored.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186 UDI: (B)(4), serial:(B)(6), batch: t00005710.

Event description:
It was reported patient was experiencing uncomfortable stimulation and was covering only the left side. As such surgical intervention is pending to address the issue.